Manufacturer narrative:
D6b explant date provided. D4 revised.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 71-year-old male patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had non-sustained ventricular tachycardia (vt). The flow was increased to p-7. A lidocaine drip was started and the vt resolved. The impella was noted to be in good position. The post-procedure is unknown. The impella functioned at p-7 at 4.0l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
Tachycardia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Correction has been updated in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).